Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during the priming process. The customer's blood glucose was 72 mg/dl. The caller did not observe any significant events leading to the alarm. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test and displacement test. The unit was unable to prime at 2.5 lbs during the prime test due to a faulty force sensor resistor (gold). No motor error or no delivery alarm was noted. The motor passed the motor test. The insulin pump was also received with a cracked liquid crystal display window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.